Event description:
(B)(4). Initial information received from a consumer on (B)(6) 2008, during 2 calls: a (B)(6) female consumer received treatment with one or two vials of poly-l-lactic acid (sculptra) injections on (B)(6) 2008, for cosmetic purposes. Lot number/expiration date unk. (There was no previous treatment with the product.) She received the injections under her eyes, bilaterally, to the right and left upper portion of her cheeks and to the nasolabial folds. On (B)(6) 2008, after treatment with poly-l-lactic acid, she developed bruising, swelling and tenderness under both eyes. The bruising and swelling was reported to be greater on the left side as compared to her right side. The bruising was dark purple for approximately 6 days after her injections and then they started turning a greenish yellow, until resolving on day 10 or 11 (initially reported as resolving after 3 weeks.) Several days after the poly-l-lactic acid injection, the consumer was applying arnica under her eyes and she noticed a hard lump in the location of the orbital bone under the right eye. She also has developed indentations to the right and left upper portion of her cheeks. The bruising, swelling and tenderness have resolved. The lump under her right eye and indentations to the left and right upper cheek area are ongoing. The treatment of events was reported as massages 4 times a day, arica sublingual (as directed on package,) and topical arnica twice a day, concomitant medications include vitamin d, vitamin c, multivitamins, amino acids and "bio-identical estrogen," nos. She denies any medical history. Consumer reports that she has no known allergies. She is planning on receiving a second treatment with poly-l-lactic acid injections. No additional medical information reported. Additional information for sculptra (lot # and expiration date - not provided) from (B)(4). Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Brr without hint to root cause. No faults, defects or damages detectable. Conclusion: no faults detectable.